Event description:
Additional information was requested by integra; not received at the time of this report.

Manufacturer narrative:
Integra has conducted a search of the complaint management system and the erp system (oracle) for the product ID reported in the maude report. We were unable to identify the reported product ID (product code) as the integra qwix screw. We were also unable to show any transaction of selling integra's qwix screw to the user facility. Integra has made numerous attempts to contact the initial reporter to identify the product ID. The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.